Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer required assistance from their daughter with help changing the supplies to address the issue. Customer¿s blood glucose (BG) level was around 300 mg/dL.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 8 Plus / 2.9.1 / iOS_16.7.8.